Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned by the site for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the touch functionality on the system was not functional. The manufacturer representative present ensured all cabling was seated properly and the issue was still not resolved. The rep tried rebooting the system with no resolution. The rep tried using a different usb cable to the computer with no resolution. The rep swapped monitors on the camera car and main cart, the suspect monitor still did not have touch functionality.